Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-06872, 1627487-2013-06873. It was reported the patient's ipg has depleted. An sjm representative met with the patient and confirmed the issue. The reason for the patient's ipg being depleted is undetermined at this time. Follow-up identified the patient underwent surgical intervention to replace his ipg. It was also reported during the procedure intra-op testing of the scs leads, one of the leads showed invalid impedances. The physician explanted and replaced the lead with a new one. Effective stimulation therapy was regained postoperative.

Manufacturer narrative:
Correction number: 1627487-07262012-002. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.